Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to aseptic loosening of the acetabular shell. Rep reported that no further information will be released by the hospital or surgeon.